Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d9, h2, h3, h4 and h6. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a perforation of the instrument channel. The issue was found during reprocessing. No patient involvement.